Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date with blood glucose of over 500 mg/dl. Customer reported that the insulin pump was not working. Customer reported that they alleged insulin pump was over delivering and under delivering. The customer experienced symptoms such as nausea. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be and reservoir will not be returned for analysis.